Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent act and esc buttons response due to corroded keypad traces. Device had broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump buttons were not responding. Customer's blood glucose level was unknown. Customer stated that the escape, act and up down arrows not responding. Customer confirmed that the insulin pump was not exposed to any moisture. Customer stated insulin pump was dropped and there was small crack on the top of battery compartment. Customer was advised to stop using the insulin pump and to refer to back up plan. The insulin pump will be returned for analysis.